Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
Reports linked to mfg report numbers: 3013886523-2022-00533, 3013886523-2022-00534. A facility reported a certas valve (ID 828814) was implanted via v-p shunt on (B)(6) 2021 with unknown setting. It was used with a bactiseal ventricular catheter (ID 823073 serial;unk) and a bactiseal peritoneal catheter (ID 823074serial;unk). In the beginning of october, the skin at the site where the valve was placed was thinning, and a fistula of about 2 mm was formed, through which cerebrospinal fluid leaked. On (B)(6) 2022 when the valve was removed, damage to the silicone near the sg was confirmed. The bactiseal ventricular catheter and the bactiseal peritoneal catheter were also removed on (B)(6) 2022. After shunt removal, there is a tendency for ventricular enlargement. The valve was not replaced.

Event description:
N/a.

Manufacturer narrative:
The bactiseal peritoneal catheter (ID (B)(4), serial;unk) was returned for evaluation. Failure analysis - the catheter was visually inspected; no defects were noted. The catheter was irrigated no occlusions noted. The catheter was leak tested no leaks noted. No root cause could be determined as the technician could not confirm any problem with the catheter at the time of investigation. The possible root cause for the issue reported by the customer could be due to biological debris and protein build up interfering with the catheter, at the time of investigation the no functional issues were noted with the catheter.